Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with primary osteoporosis and compression fracture, intra-op, ibt ruptured during deflation and bone cement leaked from the end plate. The operation of extreme lateral interbody fusion and posterior fusion was performed. No patient complications were reported. Procedure was completed without any problems.